Event description:
The plaintiff's attorney alleges that the patient experienced cardiac injuries and/or related symptoms and subsequently expired on the same day. It was reported that the death occurred due to the administration of naturalyte and/or granuflo for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. (B)(4).